Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. There was no button error alarm. The unit had a minor scratched lcd window, a cracked reservoir tube, a broken reservoir tube lip, a broken belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer's mother called in to report a button error alarm and a keypad anomaly. The customer stated they wore the device facing the skin. The customer's blood glucose level was 183 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.